Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1820941) on 26-dec-2018. The most recent information was received on 22-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("hemorrhage") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), musculoskeletal pain ("muscle and joint pain"), fatigue ("fatigue"), headache ("headaches"), visual impairment ("vision disorders"), parosmia ("sense of smell disorders"), loss of libido ("loss of libido") and allergy to metals ("nickel allergy"), 8 months 12 days after insertion of essure. The patient was treated with surgery (awaiting for appointment to remove the implants). At the time of the report, the pelvic pain, genital haemorrhage, anaemia, musculoskeletal pain, fatigue, headache, visual impairment, parosmia, loss of libido and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, anaemia, fatigue, genital haemorrhage, headache, loss of libido, musculoskeletal pain, parosmia, pelvic pain and visual impairment with essure. The reporter commented: awaiting for appointment to remove the implants quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("hemorrhage") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia, musculoskeletal pain ("muscle and joint pain"), fatigue, headache, visual impairment ("vision disorders"), parosmia ("sense of smell disorders"), loss of libido and allergy to metals ("nickel allergy"), 8 months 12 days after insertion of essure. The patient was treated with surgery (awaiting for appointment to remove the implants). At the time of the report, the pelvic pain, genital haemorrhage, anaemia, musculoskeletal pain, fatigue, headache, visual impairment, parosmia, loss of libido and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, anaemia, fatigue, genital haemorrhage, headache, loss of libido, musculoskeletal pain, parosmia, pelvic pain and visual impairment with essure. The reporter commented: awaiting for appointment to remove the implants. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.